Manufacturer narrative:
H4 is unknown this MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that combo medication was not pulled as a combo on all stations. The technical support specialist identified a configuration issue with the reported combo medications, provided the user guide and configuration steps, and confirmed that the user with appropriate permissions successfully added. All four medication ids as per the guide to resolve the issue. The technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es combo meds were not pulled as a combo on all stations. There were no adverse events or injuries reported based on this incident.